Manufacturer narrative:
The medtronic representative checked all the articulating arms available on site and all are functioning normally. The medtronic representative notified the site that drilling through the precision aiming device (pad) is not a validated use of the pad and vertek arm. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged the navigation system articulating arm moved. The site set up two articulating arms, one for the reference frame and one for the precision aiming device for a vertek biopsy. After registering the patient, the site draped the patient. After draping, they checked accuracy and alleged the articulating arm holding the reference frame had moved. They un-draped the patient, re-registered, and continued the procedure. They then aligned the precision aiming device (pad) to the plan and drilled through the pad. After drilling, they noted the pad and articulating arm had moved. The site replaced the pad and articulating arm through the drape and continued. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 30 minutes. There was no impact on patient outcome. The medtronic representative notified site that drilling through the pad is not a validated use of the pad and the articulating arm. Issue resolved.